Event description:
On (B)(6) 2025, it was reported that the user experienced difficulty waking the ilet screen. The screen eventually responded, and after a restart the device functioned normally. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.